Manufacturer narrative:
(B)(4) relates to (B)(4) for the reported event of tip detachment. A visual examination of the returned device revealed that the dreamwire was in a catheter. The guidewire was removed with no difficulty. A bend was observed approximately at 3 cm from the distal tip section, additionally there was a separation between the flare and the poly tip section. The device appears to have been pulled or pushed against resistance. It is important to mention that the event happened during the procedure and there is no alleged damage in the wire prior to its insertion. It is possible that unstated procedure and possibly clinical factors may have contributed to the event including but not limited to interaction with other devices, handling of the device and condition of the treated lesion. Therefore, "operational context" is the most probable root cause for this incident. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a dreamwire guidewire was used during a sphincterotomy. According to the complaint, during the procedure the guidewire was unable to pass through the guidewire lumen of a (B)(4) - papillotome. The guidewire lumen was reported to be of the correct size and no separations of the guidewire were reported. The procedure was completed with a different device with no patient complications. The patient's condition has been described as "stable." On (B)(6) 2011, investigation results revealed that the distal tip of the guidewire had detached, making this a reportable event.